Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Local representative stated that physician wanted to write a magnetic resonance imaging (MRI) order for a patient with fractured rv lead. Boston scientific technical services (ts) discussed that it would not be an MRI conditional system due to fractured lead. To date, this device remains in service. No adverse patient effects were reported.